Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a 5.5mm tap was used to place an 8mm screw. On the last few final turns on the screw the driver tip broke off in the screw. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. This report is for one (1) 5.5 nav driver - shaft t20. This is report 1 of 1 for (B)(4).